Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment and the device was removed, it was noticed that the clip was laying on the pt's leg. The pt was reported as being obese. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete.